Event description:
It was reported that an alert 38 indicating a motor stall occurred on a newly issued ilet during a supply change, and the caregiver initially considered reverting to the previous ilet before charging the new device, after which it functioned as intended. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a consecutive stalled motor alert. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.